Event description:
It was reported that pump experienced malfunction code that required customer to call for assistance, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset with no repeat of malfunction, and was advised to continue using pump and call back if problem recurred, which customer understood and accepted.